Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a right heart catheterization (rhc) on (B)(6) 2022 that showed high filling pressures caused by right heart failure; the patient was restarted on dobutamine and was intubated with nitric oxide later that night. A computerized tomography (CT) of the head revealed the patient suffered a hemorrhagic stroke on (B)(6) 2022 characterized by a large left convexity subdural and cerebral intraparenchymal hematomas with a rightward midline shift that resulted in a marked mass effect and apparent transtentorial herniation. There was also an extensive intraventricular hemorrhage extravasation and tumefaction. The patient was not a surgical candidate; they were given vitamin k and placed on comfort measures on (B)(6) 2022. They passed away on (B)(6) 2022. The death was not confirmed to be related to the lvad. It was also noted that patient had right heart failure prior to their lvad implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported hemorrhagic stroke, right heart failure, and patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. This IFU lists stroke, bleeding, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information was provided. The manufacturer is closing the file on this event.